Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead impedance had increased to over 2500 ohms and had been out of range for several months. The field representative reported that threshold had decreased in the past year. Boston scientific technical services (ts) suggested testing other pacing vectors; the device was reprogrammed to a configuration that had normal measurements. An x-ray confirmed lead fracture but no revision was performed as the patient is in hospice. Hospice is not related to this system. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to chronic high out-of-range impedance. The cause of this impedance had been previously traced to lead fracture, but at the time the patient was not able to undergo surgery. Lv thresholds were also out of range. The lead was replaced but has not been returned for analysis. No additional adverse patient effects were reported.